Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer¿s blood glucose level was unknown. Customer stated that buttons had to be pressed harder to get them to pop back out and also reported several cracks around the rim of the battery compartment and clip bracket was broken. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.